Event description:
Philips received a complaint by the customer on the v60 indicating that the device does not alarm when patient mask is removed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The investigation is ongoing.